Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. Efforts to obtain addition event information have been unsuccessful and no implants were returned for evaluation. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reportable aware date should be (B)(6) 2022 g3 - date received by manufacturer jan 17, 2022.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention may occur to address the issue.